Manufacturer narrative:
The insulin pump had a constant alarm due to a problem with the interface board. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, a cracked reservoir tube and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed unexpected restart and spi to motor pic communication error. Customer replaced the battery, but it did not work. Customer's blood glucose was 109 mg/dl. The customer was asked verbally and in written form to return the broken insulin pump for analysis. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.